Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons don't work) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and the white cable running from the computer/analog pca board to the auxiliary board was unplugged. This caused the response buttons not to function. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. Once the cable was reattached, the monitor was fully functional. No adverse event resulted from the unplugged wire. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons did not activate the device. The patient was issued a replacement monitor.